Manufacturer narrative:
Device record review: catalog and lot history review: this is the first complaint for a stent fracture received for this sterile lot number to date and the first report of this type for this catalog number in the six months prior to this alert date. The route sheet review verified that all stents are 100% inspected at 25x magnification for stent damage post crimping prior to shipment. The raw stent lot (pre-coating) and fabrication lot )laser cut and finish) were evaluated w/no associated rejects or manufacturing issues found relating to the subject complaint. Conclusion: the exact cause of the reported event could not be determined.

Event description:
Stent fracture.